Event description:
It was reported, post various falls the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances across one lead of the patient's cervical system. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead has high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3189ans, UDI: (B)(4), serial: (B)(6), batch: 7603035. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.